Event description:
It was reported while using a bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that the nurse found human hair (foreign matter) in a sealed IV catheter package.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval?: yes. D10: returned to manufacturer on: 07-nov-2022. H6: investigation summary: our quality engineer inspected the samples submitted for evaluation. Bd received 4 units of a 22g x 1.00in insyte autoguard from lot number 2101812. All content within was intact. Through the visual examination, a strand of hair was observed within the sealed package with 3 of the packages. This was the physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to human error in the packaging process. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported while using a bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that the nurse found human hair (foreign matter) in a sealed IV catheter package.

Event description:
It was reported while using a bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that the nurse found human hair (foreign matter) in a sealed IV catheter package.

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.